Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2023 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 18-may-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed an additional motor start event with parameters outside of the typical range that may have been caused by an unintentional double power disconnect.

Manufacturer narrative:
Continuation of section 10: lead: 419688, 5076-52 implant date: (B)(6) 2015 lead: 6944-65 implant date: (B)(6) 2005. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of log file data revealed multiple motor start events with parameters outside of the typical range.  The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. Log file analysis could not be performed since log files were not available for analysis. As a result, the reported event could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, inappropriate pump rotational speed, and/or outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 03/apr/2023 at 18:18:31, on 12/aug/2023 at 12:48:34, on 15/nov/2023 at 10:07:12, on 22/mar/2024 at 10:08:14 in which the motor start parameters were atypical. In addition, review of the event log file revealed a reactivation event logged on 24/may/2024 at 10:27:59 due to an overcurrent condition in the front stator resulting in the pump running on a single stator (rear stator only). A subsequent high watt alarm was logged at 10:28:05, due to the increased power consumption associated with the pump running on a single stator. Review of the controller log files also revealed one (1) controller power-up event, with an associated motor start event, logged on 22/mar/2024 at 10:08:10. The controller was without power for nine (9) seconds. Of note, the data log file covering the power-up events was not available. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the reported events were confirmed. A possible root cause of the observed reactivation event and high watt alarm can be attributed, but not limited, to a marginal connection between the driveline and controller and/or contamination within the driveline connector. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.